Manufacturer narrative:
Our field service engineer found that the compressor had blown fuses and faulty mains inlet due to dust build up. The mains inlet and fuses were replaced. The compressor mini was returned to service after successful verification of proper function. The mains inlet and fuses have not been investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause for the blown fuses in this case has not been determined but the dust that was found in the mains inlet could have been a contributing factor.

Event description:
It was reported that during preventive maintenance, it was noticed that the compressor did not start and the fuses were stuck in the fuse holder. There was no patient involvement. (B)(4).